Manufacturer narrative:
Device received intermittent button response due to moisture damage at keypad traces. No button error alarm. Device received cracked case at display window corner. Device received with broken battery tube threads. Device received with cracked reservoir tube lip. Device received with cracked lcd window.

Event description:
It was reported that the device alarmed a button error alarm. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.